Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
The following was published in the article "a case of an artery occlusion using angio-seal sts plus which required surgical treatment following a percutaneous coronary intervention (pci)," which was published in the national defense medical journal 2016 volume 63, page 61 (c-56) international standard serial number (issn) 0006-5528: following stenting in the coronary artery, an angio-seal sts plus was deployed in the right femoral artery. Hemostasis was not achieved; manual compression was applied to achieve hemostasis. The next morning, a vascular bruit around the puncture site and diminished pulses in the peripheral arteries were confirmed when the patient walked. The patient developed coldness in the periphery and the patient's ankle brachial index (abi) on the right side could not be detected. A vascular ultrasound revealed the anchor was deployed against the vessel wall at the puncture site and a low density filling substance like thrombus in the right femoral artery. The physician stated that the vessel occlusion occurred after the deployment of the angio-seal. The patient underwent a thrombectomy to remove the thrombus. Postoperatively, the patient's blood flow through the lower extremity was restored and abi on the right side was raised to 0.84. On the fifth day after surgical intervention, the patient was making good progress and was discharged from the hospital.